Manufacturer narrative:
This ipg serial number was included in a field advisory. Manufacturer's evaluation: the device as received functioned and communicated with all lab utility. It drew idle current within specification (3-15ua). It accepted charge using lab charger. There is no alleged device failure to meet specification. The event cannot be confirmed through product analysis testing, therefore no checklist was initiated per (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had the scs system explanted as an elective explant. The device manufacturer's system indicated the pt had effective stimulation with the last status check.